Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that a chait percutaneous cecostomy catheter leaked. The patient's first cecostomy catheter was placed on (B)(6) 2016. The chait device was placed on (B)(6) 2019 during a routine exchange procedure. The device was placed related to fecal incontinence and severe, chronic constipation. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Saline and phosphate enema were instilled throughout the duration the chait remained in place. A 30-day post procedure follow-up assessment was not performed. On (B)(6) 2019 (123 days post-procedure), it was reported that stool was leaking around the mold of the device. The appendicostomy was intact. No treatment was performed. The patient experienced an improvement of symptoms after device placement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Cook also reviewed product labeling. The instructions for use (IFU) [t_tdcs_rev7] supplied with the complaint rpn was reviewed for information related to the reported failure mode. The IFU states: ¿contraindications ¿ previous abdominal surgical procedures. Precautions: ¿ instruct the patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction ¿patient instructions for maintenance of chait trapdoor cecostomy catheter note: instruct the patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. 5. After use, patient should remove connecting tube and pin from trapdoor fitting, and close fitting to prevent leakage.¿ based on the dmr and IFU, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no device return, and the results of the investigation, cook was not able to establish a cause for this event. It is possible, if the device was not maintained properly post-procedure, this event could occur. It is possible the device could have moved due to some unknown patient activity or movement. However, these possibilities cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. E3 - occupation: primary investigator. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter leaked. The patient's first cecostomy catheter was placed on (B)(6) 2016. The chait device was placed on (B)(6) 2019 during a routine exchange procedure. The device was placed related to fecal incontinence and severe, chronic constipation. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Saline and phosphate enema were instilled throughout the duration the chait remained in place. A 30-day post procedure follow-up assessment was not performed. On (B)(6) 2019 (123 days post-procedure), "leakage due to issues related to chait catheter" was reported. The appendicostomy was intact. No treatment was performed. The patient experienced an improvement of symptoms after device placement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. Stool was leaking around the mold of the device.